Manufacturer narrative:
The reported event is unconfirmed as product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection noted that the temperature wire was protruding out from the shaft of the catheter and meandering. Further inspection noted that the tip/balloon of the catheter was also cut off upon receival of sample. Injected 10 ml of solution into inflation valve and it successfully flowed through and out the tip of the catheter with no leaks noted around the inflation valve or catheter itself. Also received 3 photo samples. First photo sample shows top overview of catheter with temperature wire coiling and protruding out. Second and third photo samples zoom in on temperature wire coiling. Based on physical sample received product meets specifications. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water leaked from the inflation valve during sterile water injection and the thermistor wire was crimped inside the catheter. Per additional information via email from ibc on 27jun2023, it was stated that the device is not used on patient.

Event description:
It was reported that sterile water leaked from the inflation valve during sterile water injection and the thermistor wire was crimped inside the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.